Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2014 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: 2014. Model number / catalog number: sc-2316-50, serial number: (B)(4), batch / lot number: 16421267, model / catalog description: infinion 16 lead kit 50 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had inadequate pain relief. The patient underwent an explant procedure. No device malfunction was suspected.